Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2015-05544; reference MFR. Report#: 1627487-2015-05545. It was reported the patient lost stimulation on her right side after she stood up. She also stated she felt a pull on the right side of her back after she stood up. An impedance check revealed high impedance. X-rays were taken and revealed the right side lead has pulled out of the header of the ipg. The patient will undergo surgical intervention to address the issue. Both leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-05544.reference MFR. Report#: 1627487-2015-05545.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-05544. Reference MFR. Report#: 1627487-2015-05545. Follow-up revealed of the patient underwent surgical intervention on (B)(6) 2015. During the procedure, one of the leads was cut and partially removed. The remaining portion of the lead remains in the patient. A replacement lead was implanted in place of the lead that was partially removed. The doctor also explanted and replaced the patient's ipg during the procedure. Surgical intervention resolved the patient's issue. Both of the leads are being reported as explanted due to it being unknown which device was removed.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-05544. Reference MFR. Report#: 1627487-2015-05545.